Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 33 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The procedure was successful and uncomplicated. Later that evening, in the recovery unit, the patient became hypotensive for which a small pericardial effusion was identified. The physician suspected the bleed post anticoagulation medication initiation. A pericardiocentesis was performed, removing 300cc of blood, which corrected the patient and resolved the effusion. No other complications were reported. The patient is stable and has been discharged.